Event description:
It was reported that the patient underwent a revision surgery because the baseplate was put in in a suboptimal position. Baseplate did not have enough time to obtain boney ingrowth because of poor positioning during the original surgery.

Manufacturer narrative:
A supplemental report will be submitted if additional information becomes available.